Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a transscleral fixation of single-piece foldable acrylic lens with eyelets at the optic-haptic junction procedure on unknown date and the suture was used. During the procedure, the suture was inserted through scleral beds and a loop of suture was pulled out using a sinskey hook and cut in the middle through the clear corneal incision. The suture ends were tied at the eyelets located at the optic-haptic junction of the envista iol. The iol was then folded and inserted into the eye through the cci. The sutures were pulled at the side of the sclera, and the iol was centered and tightened in place. Immediately after the procedure, the patient possibly developed a transient ocular hypertension or a transient hypotony. It was managed effectively with topical ophthalmic therapy. The patient possibly experienced minor hyphema and spontaneously recovered during follow-up. It was also possible that the patient experienced complications, such as suture erosion, iol dislocation, and tilting, might be observed in a longer follow-up period. The patient possibly experienced suture breakage post-op. Additional information has been requested.